Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. The explanted lal (sn (B)(6)) was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +23.0d) was explanted from the patient's left eye due to residual refractive errors; a new lal (sn (B)(6), +23.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 07/24/2024.